Manufacturer narrative:
Continuation of d10: 383069 lead, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days after cardiac resynchronization therapy defibrillator (crt-d) system implant, the patient's device pocket was swollen and had a large, bruised hematoma that was purple and yellow in color. The hematoma surrounded the pocket and went down the chest to mid-breast. The patient was instructed to use weighted packs on the site while laying down for twenty minutes at a time several times a day to help reabsorb. If the hematoma was to get worse, the patient was instructed to contact their physician. No further action was planned. Approximately three weeks later, the patient reported hematoma improving no drainage, no signs and symptoms of infection and clinical indicated as resolved. It was further reported that a few days later, extensive pocket revision removing any evidence of hematoma was completed. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.